Event description:
It was reported that the pt felt "oversedated" following refill. A bridge bolus was programmed to change the pt from morphine and clonidine to dilaudid and clonidine. The pump was programmed in flex mode, but had to be changed to simple continuous mode for the bridge bolus. The pt was on 0.72 mg/hr basal rate and 0.92 mg/hr from 15:00 to 00:00 for a total of 19.063 mg/day. During the bridge bolus, the hourly average of 0.79 mg/hr was used, so the pt would have gotten a slight increase during the time he would normally receive the basal rate and a decrease during the other time. The rptr did not believe the symptoms were related to the programming. It was later reported that the pt suffered an overdose after refill causing cognitive symptoms in addition to the somnolence. Per the hcp: a post-surgical seroma over the pump may have obscured the signs that some of the medication went into the tissues, rather than the pump. Approx 10 ccs of the intended 40 cc refill was injected into the pt's tissues. The pt was monitored in the hosp and recovered without sequela.

Manufacturer narrative:
.